Event description:
Consumer reports having incidents where consumer dosed their insulin on the readings received from their plink, became unconscious and was hospitalized. Consumer states that the reading at home was 352 and when consumer got to the hosp it was 20, (unsure of the time lapse).